Event description:
It was reported that a scheduled transmission review of this cardiac resynchronization therapy pacemaker (crt-p) showed a stored single atrial tachy response (atr) and undersensing on the right ventricular (rv) lead. The rv sensitivity is programmed bipolar fixed at 5.0mv (millivolts). The recorded data shows rv amplitudes ranging from 2.6 to 6mv. The presenting electrogram (egm) shows an intermittent noisy baseline signal, however no oversensing observed. The rv thresholds and impedance are in range. Further review was recommended. At this time, the device remains in-service. No adverse patient effects were reported.